Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a lower result was obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely elevated result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is heterogeneous module (hm) contamination. The siemens healthcare diagnostics technical service center (tsc) representative directed the customer to appropriate decontamination procedures and probe maintenance which resolved the problem. The instrument is performing within specifications. No further evaluation of the device is required.